Manufacturer narrative:
According to the surgeon, the patient's injuries were attributed to use-error in relation to using excessive force with a cadiere forceps instrument while maneuvering the small intestine. The surgeon denied that a malfunction of the da vinci system caused or contributed to the patient's injuries. On 11/15/2013, intuitive surgical, inc. (Isi) contacted the risk manager from the site. The risk manager did not have any additional information to provide regarding the reported event. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013. No recoverable or non-recoverable system failures were found to have occurred during the da vinci surgical procedure. Based on the information provided, this complaint is being reported due to the following conclusion: the patient was found to have sustained injuries to the small intestine while undergoing a da vinci surgical procedure. However, there is no indication that a malfunction of the da vinci surgical system caused or contributed to the patient's injuries.

Event description:
It was reported that during a da vinci surgical procedure to place a gastric feeding tube, the surgeon made the decision to convert to open surgical techniques after the patient was found to have injuries to the small intestine. On (B)(6) 2013, intuitive surgical, inc. (Isi) contacted the initial reporter of this complaint, a clinical sales representative (csr). The csr stated that he was present during the surgical procedure. Towards the end of the procedure, the csr indicated that the surgical staff noticed serosal tears on the patient's small intestine. The surgeon was able to repair the serosal tears using the da vinci surgical system. However, due to difficulty gaining visibility of one final serosal tear, the surgeon made the decision to convert to open surgery. The surgeon was able to successfully repair the serosal tear through open surgery. According to the csr, the patient is currently still in the hospital and is receiving treatment for metastatic cancer. The csr stated that it was the surgeon's belief that the serosal tears were caused by user-error in relation to using excessive force with a cadiere forceps instrument while he was maneuvering the small intestine. The surgeon denied that a malfunction of the da vinci system, an instrument, or an accessory caused or contributed to the patient's injuries.